Event description:
It was reported that the bd syringe 3ml ll w/ndl 25x1 rb had leakage at the luer connection. The following information was provided by the initial reporter: material: 309581. Batch#: 2301213. Poor response rate when I contacted bd regarding my complaint. I give mom her b12 shots. I make sure needle is on correctly. When pushing plunger b12 leaks out between syringe & the needle insert, I give mom her b12 shots. I make sure needle is on correctly. When pushing plunger b12 leaks out between syringe & the needle insert.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information was provided.